Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Log files were sent in for review which found 2 low voltage alarms. It was noted that the patient was on the mobile power unit (mpu) at the time of the event. There were no further issues. It was noted that the patient's power cables appeared to be intact. The mpu appeared to be in good shape. On the log file there were low voltage hazards which looked like there was a power disconnect of the mpu, which was taken care of before a no external power alarm occurred.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a low voltage hazard alarm while connected to the mobile power unit (mpu) was confirmed via analysis of the submitted log file. The submitted log file contained approximately 10 days of data ((B)(6) 2020 ¿ (B)(6) 2020 per the timestamp). The log file captured a low voltage hazard alarm on (B)(6) 2020 from 06:40:28 to 06:40:30 due to a loss of external power while connected to the mpu. The alarm resolved once external power to the mpu was restored. The system controller backup battery supported the system during the loss of external power. No other notable alarms were observed in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The mpu was not returned for analysis. Multiple attempts were made to obtain additional information (including the serial number of the mpu, if the mpu is currently operational, if the mpu has a v-lock connector on the ac power cord, if it is known if the ac power cord became loose from the wall outlet or at the back of the unit, and if there were any environmental circumstances that would have affected ac power); however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate 3 instructions for use (IFU) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including low voltage hazard alarms, and the actions to take if the issue does not resolve. Heartmate 3 IFU section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.